Event description:
It was reported that during an unknown procedure, both forceps after their usage, presented an error and needed to be replaced. One of them had its tip broke during the procedure. Another like device was used to complete the procedure. There were no adverse consequences for the patient. (B)(4)

Event description:
Caller reported aviva system blood glucose results of 49 mg/dl and 82 mg/dl within 10 minutes. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.